Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 493 mg/dl. The customer stated the infusion set that she was wearing before her hospitalization had a bent cannula. The customer also stated that she felt sluggish and had heavy breathing. Troubleshooting was performed. The programming, basals, bolus history, and the daily totals matched. Ran a fixed prime test and the device passed the test. No further information was provided.